Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed that there was a near empty alarm in recent history. Functional testing involved running the pump at the customer's latest programmed rate, along with starting position. A near empty alarm occurred which needed to be silenced in order to stop the pump. According to the investigation, this issue was a result of the customer programming the infusion inconsistent with their expected infusion outcome. Beyond device repair, no further action will be taken on this issue.

Manufacturer narrative:
Additional information was received indicating that the event occurred while in use. No patient consequences were reported. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump did not stop the infusion at the programmed amount. The infusion could only be stopped by unplugging the device. There was no reported injury to the patient.